Event description:
During review of an article regarding outcome and complications of vns in children with intractable epilepsy, it was reported that a patient had a lead fracture. Attempts to obtain additional information are in progress.

Manufacturer narrative:
Proceedings of the 150th meeting of the society of foreign neurological surgeons', foreign journal of neurosurgery, 21:2, 91 - 179. Abstract article f2-06: outcome and complications of vagal nerve stimulator in children with intractable epilepsy. Device failure is suspected, but did not cause or contribute to a death or serious injury.